Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was scheduled for replacement due to eos. It was reported that the manufacturer representative checked the impedances before the replacement and found the second percutaneous lead to have several impedances of over 10,000 ohms. After the battery replacement, it was reported that the contacts 8 ¿ 15 on that same lead had impedances of over 40,000 ohms. The lead with the high impedances was not being used in the current programming. No symptoms or complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies.if information is provided in the future, a supplemental report will be issued.